Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to clean the speaker holes and attempt to resume insulin delivery after reconnecting the cartridge, but these efforts were unsuccessful. Reportedly a new cartridge was loaded, and insulin delivery was resumed.